Event description:
It was reported that the right ventricular (rv) lead exhibited rising/high impedances, high thresholds, noise, and an apparent fracture. During the lead revision procedure, the atrial lead was found to have dislodged. As a result, the system was explanted and a new system was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned and analyzed. No anomalies were found. The outer insulation was breached cut and exhibited a white substance. Blood was found in/on the helix/lobe mechanism, and the lead exhibited apparent explant damage. (B)(4) the distal segment of the lead was returned and analyzed. The distal conductor was fractured, and blood/body fluid was found on the proximal conductor (not obstructed), which was distorted. The outer insulation was breached cut and exhibited a cosmetic depression. Blood was found in/on the helix/lobe mechanism.